Manufacturer narrative:
H10: the key market reported that the battery was replaced, and the issue was resolved. The device was returned to service. H11:updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
Correction to h10 of the follow up report: the key market reported that there was no patient involvement when the issue occurred. No user or patient harm reported.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported the device had a message "internal battery power" displayed. The device was in clinical use, however, there was no patient/user harm reported.